Manufacturer narrative:
(B)(4). Investigation summary: DHR of lot# 9185325 was reviewed and no qn found. Manufacture records was reviewed, no abnormal was found. 7 retention samples were checked for leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. Root cause description: no returned samples or actual defect samples for investigation, can¿t performing in-depth investigation. Rationale: per pen needle risk assessment dfmea (B)(4), the severity of pen injector compatibility is moderate (s3), the actual complaint rate of the failure mode is 0.001 cpm(o1) since from 2017. According to CPR-028, the risk level is low. No need to open CAPA.

Event description:
It was reported that the pen needle was not functioning correctly during use on 4 occasions with a bd pen needle 32 g x 4 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer indicated that he had not used bd needles before and recently bought the needles at the community service center. The injection could normally be used for half a month before, but it was used up within 3 days after using bd needle. Customer tried to blank injecting. The first two drops were normal. After that, the dosage flow rate was high and fast. The customer suspects that there was something wrong with the pressure matching between bd product and injection pen, and the output and quality were not up to the standard. He hoped that the manufacturer would assist in the investigation, and at the same time.